Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Hybrid analysis confirmed the no telemetry condition but could not create a high currant event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was received without information. Analysis of the device was performed and the device tested out of specification. Follow up attempts to obtain the reason for device explant have been unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional, with no high current drain or evidence of battery problems. Hybrid analysis confirmed there was no battery depletion mechanism, such as high system current drain. Battery analysis confirmed the cell was fully discharged and no anomalies or abnormal conditions were observed. If information is provided in the future, a supplemental report will be issued.